Manufacturer narrative:
Self-test passed. Visual inspection performed and found vision battery and the date on the battery is 04/30/24, dd28amak2b, scripps label placed on the bottom of the battery. Biomedical engineering. Also found the lip on the fluid shield is halfway cracked. The customer complaint wasn't confirmed that the device shutdown by itself and loose a charge during plug in. The probable cause wasn't found, no issues. Device turn on battery mode and ran protocol and found no issues. Tested device on a/c mode with the same protocol and found no issues. Review the alarm logs and found depleted battery on 06/12/24 @ 23:58, depleted battery on 06-14-24 @ 00:51, depleted battery on 06-14-24 @ 18:40, and battery disconnected at 06/14/24 @ 02:05. Replaced the battery with a csb battery after all the testing and protocol run, per engineering states that the battery is near to end of life on the battery. Engineering reports that, per the plum 36- technical service manual (tsm) specifies (in section 4.2) that the typical battery operating time with a new and fully charged battery is 7 hours when infusing at 25 ml/hr, and 4 hours at 999 ml/hr. Engineering evaluates that the device shut down three times during the 42 hours between midnight june 12 and about 6pom june 14 due to loss of battery power while the pump was running on battery. In each instance, the battery level had been depleted through use and the pump, though alarming for low battery, was left unplugged from ac main until the power was drained and the pump shut down due to lack of power. In each of these incidents the battery capacity appears to be depleting somewhat faster that the tsm specifies as typical for the infusion loads at the time. Engineering evaluates that the battery appears to be nearing end of life and should be replaced. However, the customer¿s complaint that the pump shut down while plugged into ac main is not confirmed. Apart from the battery, engineering evaluates based on the logs that the pump is operating correctly per design.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
An event involving plum 360 device experienced pump shut off resulting in interruption of therapy. It was reported that the device shut off by itself and lost charge while plugged in, this delayed infusion for 3 and a half hours. The event occurred on 13-jun-2024 during infusion and the reported issue is not related to physical damage. There was a delay of therapy, there was patient involvement and no harm/adverse event reported.